Manufacturer narrative:
Of the 57 allegations of a malfunction, 43 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to failures on the printed circuit board. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service sleep alarm (052/053/054/055). These reports were received from various sources. The patients associated with this allegation ranged from 7-72 years of age and between 46 and 280 pounds. Of the reported patients, 30 were male, 26 were female, and 1 was unknown.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 4 pumps were returned and investigated. There were zero instances of cs 052/053/054/055 sleep issues found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.